Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted a dent in the pg casing below the logo. No returned product testing was performed to prevent possible additional damage. The device casing non-logo side was removed to gain visible access to the dump resistor circuit and connections. Visible inspection noted the flex circuit that contain traces for the speaker circuitry and dump resistor was torn. Additional analysis was performed. Based on the manufacturing investigation, the primary issue was a thin out of spec, thickness of the flex circuit.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1009 indicating that the high voltage capacitors did not discharge to the commanded voltage as expected pre-implant. The device may not be able to deliver the programmed energy during shock delivery. No additional adverse patient effects were reported. This device was not successfully implanted and will be returned for laboratory analysis.